Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (check belt messages, false asystole events, can connection status flags, and service code 204) have been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a (B)(6) patient's electrode belt and reported that the patient was experiencing "check therapy pad" messages, false asystole events, can connection status flags, and receiving a service code 204 (belt/monitor unusable).